Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars leaked; the infusion water ran out. The surgery was completed on the same day with the leaking trocars. No patient harm was reported. Additional information was requested and received.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Three opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. Two samples were found non-conforming with valves that would not close and one sample was non-conforming with a cut septum. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Investigations have been initiated in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).